Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they had received failed battery alarm. The customer¿s blood glucose level was unknown at time of incident. It was reported that the insulin pump had failed battery test. It was also reported that the battery compartment. The insulin pump will not be returned for analysis.